Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Device not returned.

Event description:
A patient specific implant prescription form was received for the patient's right proximal femur. Noted on the form: "aseptic failure. Revision pf mig grower".

Manufacturer narrative:
Reported event: an event regarding loosening involving a patient specific, proximal femur, stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: the implant in situ was for proximal femoral replacement which was inserted on (B)(6) 1989. The surgeon reported aseptic failure of the stem. The x-rays provided showed some fine radiolucent line between the cement mantle and the bone but a significant cement defect at the middle of the stem on the medial side. In overall the cortical bone has undergone massive bone resorption and remodelling. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 23nov1989 with no reported discrepancies. Complaint history review: there have been 3 other events. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient specific implant prescription form was received for the patient's right proximal femur. Noted on the form: "aseptic failure. Revision pf mig grower".